Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, impedance measurements less than 200 ohms were noted on the device and competitor right ventricular (rv) lead. The threshold measurements were also high on the rv lead and some episodes showed noise on the rv pace/sense channel. The noise was not reproducible. It was suspected there was damage to the rv lead. It was confirmed the patient was not pacemaker dependent. As a result, the patient will continue to be followed appropriately. No adverse patient effects were reported.